Event description:
It was reported that this patient was hospitalized for treatment of ascites. On (B)(6) 2022, the subject was enrolled into the proactif study and the treatment with therasphere to the right liver was performed on the same day. The catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii), and 3.55 gbq of therasphere was administered through vial 1. The dose to total perfused tumor was 213.4 gy. On an unknown date in (B)(6) 2022, the subject was diagnosed with ascitic decompensation. The subject was hospitalized and treated with furosemide 60 and aldactone 100. The patient had been discharged from the hospital and the issue was considered resolved. The patient had been discharged from the hospital and the issue was considered resolved.

Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park d3: manufacturer zip/postal code: gu9 8ql g1: MFR site address 1: chapman house, farnham bus park g1: MFR site zip/post code: gu9 8ql

Manufacturer narrative:
Correction to field d4: model/catalog and serial number. D3: manufacturer address 1: chapman house, farnham bus park. D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Event description:
It was reported that this patient was hospitalized for treatment of ascites. On (B)(6) 2022, the subject was enrolled into the proactif study and the treatment with thermosphere to the right liver was performed on the same day. The catheter was positioned in the right hepatic artery (irrespective of origin) (segments v/vi/vii/viii), and 3.55 gbq of thermosphere was administered through vial 1. The dose to total perfused tumor was 213.4 gy. On an unknown date on (B)(6) 2022, the subject was diagnosed with ascitic decompensation. The subject was hospitalized and treated with furosemide 60 and aldactone 100. The patient had been discharged from the hospital and the issue was considered resolved. The patient had been discharged from the hospital and the issue was considered resolved.